Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported significant glistenings in a intraocular lens (iol) that thought to have been implanted roughly 15 years ago. The patient experienced poor vision. The lens was replaced.

Manufacturer narrative:
Revised manufacturing site. A new report will be submitted under mfg report # 1119421-2018-01203. No more supplements to mfg report # 9612169-2018-00070 will be submitted. The manufacturer internal reference number is: (B)(4).